Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation. Follow up indicated that the patient's physician prescribed a topical cortisone and the irritation healed.

Event description:
A us distributor contacted zoll to report that a patient developed an irriation. Follow up indicated that the patient's physician prescribed a topical cortisone and the irritation healed. Additional information 10/08/2018: a us distributor also reported that the patient's device was producing communication faults.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel. Device evaluation 10/08/2018: device evaluation of belt sn (B)(4) has been completed. The reported problem (communication faults) was confirmed. As received, the connector latches were broken, creating an insecure connection between the electrode belt and monitor. The cause of the communication faults is the insecure connection. The root cause of the broken latches is excessive force placed on the connector. No adverse event resulted from the damaged electrode belt.